Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a damaged grommet. The returned device indicated a loose/detached set screw. The returned device indicated a damaged set screw. The returned device wrench was stuck/sticky.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician inserted the torque wrench into the implantable cardioverter defibrillator (ICD) setscrew and it would not come off, and the setscrew and wrench would not separate. The device was not utilized and a different device was implanted. No patient complications have been reported as a result of this event.